Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The rv lead was capped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. This supplemental report is being filed to correct the entry in the h6: patient codes and patient code description; h10: additional MFR narrative and to capture explant date of the lead.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The rv lead was capped. Additional information received indicates that the previously capped right ventricular (rv) lead was successfully explanted. There were no additional adverse patient effects reported.